Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2014 where she was implanted with a stryker hip system. It is further alleged that her hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt found in her blood work.

Manufacturer narrative:
An event regarding abnormal ion level (high levels of chromium and cobalt) involving an unknown security stem was reported. Conclusion: based on the provided information the product reported in this investigation did not contribute to the event. The unknown security stem is not made of a cobalt chromium material and would not cause chromium and cobalt elevation in the blood. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on june 12, 2014 where she was implanted with a stryker hip system. It is further alleged that her hip had to be revised on july 6, 2017 due to excessive levels of chromium and cobalt found in her blood work.